Event description:
Philips received a complaint on the defibrillator indicating that the device was unable to discharge during patient use. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This second follow up emdr is to correct the due date of previous first emdr follow up to february 04, 2026.